Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. Upon interrogation, the left ventricular lead exhibited loss of capture. The physician elected to reprogram the device. The patient was in good condition.